Manufacturer narrative:
Unit alarmed a33 during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported that the insulin pump returned an error alarm. Customer did not recall any significant events leading up to the call. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.